Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 pocket e4 had failed and required maintenance. The field service engineer (fse) verified the issue and confirmed that the main half-height drawer 3.1 pocket e4 was continuously failing. The pocket was replaced with a new cubie, and the retractor band and row board were reseated and cleaned. The station was rebooted, and the firmware was run. The drawer was tested in the hardware test application, and the customer performed an inventory check. Preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer 3.1 pocket e4 failure and required maintenance. Customer troubleshooted with reboot and recover, unplugged and plugin the power cable and back panel was analysed but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.